Manufacturer narrative:
In regard to this incident a complete posterior pack with a bent vitrectome, a light fiber and a non-dorc backflush instrument were received. All tubes were attached to cartridge during the transport which caused them to be kinked. There was a double stopcock assembled and on that an infusion line. Functional inspection revealed no anomalies when everything was connected accordingly. The pressure and flow were stable. However, if the stopcocks were screwed loosely, the pressure was unstable. Thus, the most likely cause of the incident is incorrect screwing of the stopcocks, not a manufacturing related insufficiency of the product. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Based on related code a1407 the following in-house codes are included: ce-inf-choroidal detachment, pack-hypotony, pack-irri, and pack-irri ant as they are related to serious incidents. Similar serious incidents and associated number of devices on the market were determined by taking the serious incidents with failure mode as reported ce-inf-choroidal detachment, pack-hypotony, pack-irri, and pack-irri ant and number of cartridges and packs distributed within each time period. Please note that the incident that is a subject of this report is included in the table above.

Event description:
We were informed that during surgery, the eye remained hypotonic with choroidal detachments despite increasing the intraocular pressure to 50 mmhg. There was no report of prolonged or delayed surgery.

Event description:
We were informed that during surgery, the eye remained hypotonic with choroidal detachments despite increasing the intraocular pressure to 50 mmhg. There was no report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation no corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.